Event description:
Boston scientific received information that the patient had atrial fibrillation with rapid ventricular response detected in the monitor only zone. The rate accelerated to ventricular tachycardia (vt) zone and where inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks were administered. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.